Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and vibrating. The customer¿s high blood glucose level was 125 mg/dl. The customer stated that the insulin pump stopped working, screen was blank the customer put on new battery nothing on the screen, red led was blinking and vibrating. Customer stated that the contacts on the battery cap was not missing or damaged. The customer was assisted with troubleshooting and the display was not returned. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Audio anomaly confirmed during testing. The audible volume of the device failed to change in correspondence to the selected volume level under audio settings. Failure is due to a broken trace noted at pin 1 of the ambient light sensor. Moisture damage confirmed on electronic assembly due to exposure to moisture. Blank display not confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.